Event description:
Approximately a month and a half later, a revision procedure was performed due to a suspected lead fracture. The lead was removed and replaced. The location of the left ventricular (lv) lead is unknown at this time and no indication was given to indicate if the lead will be returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead revealed a rise in pacing impedances greater than 2,000 ohms. The physician performed fluoroscopy on the patient and a lead fracture was found. A revision procedure maybe performed in the near future to replace the damaged lead. No adverse patient effects were reported. The lead was reprogrammed and remains in service at this time.

Manufacturer narrative:
To date, the revision procedure has not been performed. After information is received of the revision procedure a final report will be sent. If the products are returned laboratory analysis will be performed to confirm and determine the root cause of this event.

Manufacturer narrative:
The lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.